Manufacturer narrative:
The alleged failure could not be replicated during the on-site investigation, and the device evaluation performed at midmark on the unit returned from the dental office.

Event description:
A dentist reported to a dealer field service manager, who then reported to midmark on (B)(6) 2013 that a dental hygienist received an electrical shock when she turned off a preva x-ray unit, serial number (B)(4), at the end of the shift. The dealer field service manager reported to midmark that the dental hygienist felt the shock and her right index finger felt a tingling sensation for about 20 minutes. A midmark representative made multiple attempts to speak with the dental hygienist in order to collect more information, but each time was told that she was with patients. Midmark was unable to get in contact with the dental hygienist at the time of this report, but was able to speak with the dentist on (B)(6), 2013. The dentist reported that the dental hygienist was "just fine" and felt no ill effects.